Event description:
It was reported to vyaire medical that the revel ventilator was not ventilating correctly while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
H10 - a third party service was not able to duplicate reported issue, using patient settings. A 15k pm (preventive maintenance) kit was installed.